Manufacturer narrative:
The insulin pump was received with multiple a47 alarms in history screen due to corrupted history file. The insulin pump passed self test, a21 error test and displacement test. No a17 alarms or a52 alarms noted. No unexpected a21 alarms noted. The insulin pump has cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a recurring unexpected restart alarm. The pump was not stored without a battery and their blood glucose was not stable for the last 2 weeks. Customer stated that she tries to keep her blood glucose under control. The pump did not alarm shortly after inserting a new battery. Customer also had an external ram error alarm, a displayable history check failed on startup alarm, and a software error alarm in the alarm history. Customer had low suspend alarms on days when she had no sensor. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.